Manufacturer narrative:
Serial number updated.the field service representative visited the customer site and analyzer tests were acceptable. No issues were identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer indicated a doctor was complaining about free thyroxine (ft4 ii) results for multiple patients tested on an e601 analyzer and an e602 analyzer when compared to the repeat results from an external laboratory. Data for 21 patient samples from 3 different sites was provided. The results from 2 of the 3 sites were erroneous. Data was provided for 11 patient samples from this site using an e602 analyzer. Of the data provided, 7 patient samples were erroneous. The erroneous results were reported outside of the laboratory. The erroneous results were generated on 2 different ft4 ii reagents between (B)(6) 2015 and (B)(6) 2016. This medwatch will cover the results from the e602 analyzer. Refer to medwatch with patient identifier (B)(6) for information on the e601 erroneous results. Refer to the data for the patient results, the reagent lot number used and patient gender and age if provided. No adverse event occurred. The 2 ft4 ii reagent lot numbers in use were 18347400 with an expiration date of 01/31/2016 and 18689400 with an expiration date of 06/30/2016.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. When comparing ft4 ii values from different assays, result discrepancies may occur due to different assay setup and antibodies used, different detection methodology and different standardization methodologies used. During the equilibrium (direct) dialysis testing procedure, the sample is subject to indirect dilution, potentially causing incorrect ft4 ii results. This could be a possible reason for the observation that the values, measured after the dialysis method, were consistently higher compared to the values measured with the ft4 ii assay. Based on a review of calibration and quality control data, a general reagent issue at the customer site can most likely be excluded.